Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, poly revision (to thicker insert) was performed due to pain. It was communicated that no further clinically relevant documentation/information would be provided for inclusion in a medical investigation. Based on the limited information provided, the root cause and patient impact beyond the reported pain and revision could not be determined, although laxity could not be ruled out as a potential contributing factor. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to pain in the left knee. The jrny ii bcs xlpe art isrt sz 3-4 lt 13mm was removed and replaced with a larger poly (left sz 3-4 18mm). No additional information was provided regarding this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.